Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level greater than 600 (mg/dl) that customer attempted to correct with a manual injection; however, customer was later admitted to the hospital on (B)(6) 2016. While in the hospital, customer was treated with intravenous insulin and was discharged on (B)(6) 2016. Reportedly, customer then experienced an elevated bg of 400 (mg/dl) and went to the emergency room on (B)(6) 2016. Customer was in the emergency room for 2 days where they were treated with an IV. Customer was never admitted to the hospital during this visit. During call with tandem technical support on (B)(6) 2016, customer stated that they sometimes use their cartridge and humalog insulin for up to 5 days; however, customer was unsure of the time frame of use for the current cartridge. Customer was reminded that humalog is indicated for use up to 48 hours and advised to call tandem technical support for troubleshooting during high bg events.